Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had low sensing and a pacing threshold of 4.5v. It was noted that the patient has had some health issues and was not a good candidate for lead revision. Additional information obtained from the field representative indicates that it was suspected the lead had moved which may have been immediately after implant. There was no planned intervention due to patient's status. The rv lead remains in service. No adverse patient effects were reported.